Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2018-05887, reference MFR. Report# 1627487-2018-05888. It was reported during the ipg replacement surgery on (B)(6) 2018 (reference MFR. Report# 1627487-2018-03083) the physician noticed the patient¿s leads were pulled out of the ipg header. During the surgery the lead were connected to the ipg header which resolved the issue.